Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the customer's allegation was confirmed. The device evaluation revealed the following reportable malfunctions: r-unit section broken and the fiber bonding in the outer tube area (distal end) is damaged.¿. Based on the results of the investigation, it is likely that the issue occurred due to the r-unit section is broken and therefore the image quality is poor, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurred visibility. There were no reports of patient harm.

Event description:
It was reported that the subject device had a blurred visibility. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.